Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. There have been no changes in the mfg process that would contribute to damaged blades. All knives are 100% inspected by trained operators (B)(4). Any defects, such as damaged tips and cutting edges, are removed from the lot and scraped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that the knives were not sharp enough when using during surgery. Dull knives were reported to have been noted during 3 different procedures, however pt identifiers were not provided. There was no pt harm reported. This is the second of two reports being filed for this facility.